Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient contact reported that when going to the restroom, the patient accidentally stepped on the patient line disconnecting it which caused a fluid leak. Follow up with the peritoneal dialysis patient¿s nurse indicated that the event caused a tear in the patient¿s catheter which required repair. The patient was also prescribed antibiotics. There was no reported patient complications. Additional information was solicited.

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.